Manufacturer narrative:
An event of device deformity was not confirmed. The device was returned to abbott for investigation and the device met visual and functional specifications when analyzed under non-physiological conditions. However, an image was provided from the field showing a bulbous deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported off-label use appears to be related to the user's use of the amplatzer multi-fenestrated septal occluder - cribriform for a pfo defect. Please note, per the instructions for use, the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multifenestrated (cribriform) atrial septal defects.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 30-25 mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure procedure. The patient had a long tunnel pfo measures 0.9 on transoesophageal echocardiogram (toe), septum was not aneurysmal. During procedure, the occluder did not sit flush on the septum and not well splayed around the aorta. A new 30 mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and prepared as per instructions for use (IFU). The occluder was reloaded into loader x 2 whilst being flushed under saline - well clear of the bowl edge. On first deployment left atrial (la) disc very bulbous. The device re-sheathed and deployed a second time but, the la disc again was very bulbous. The device was removed from the body and device remained deformed. A new a 30-25 mm amplatzer talisman pfo occluder was chosen and completed the procedure without event. The discs were well splayed and minimal bubbles on post deployment contrast study. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.